Event description:
Device report from depuy synthes reports an event in canada as follows: it was reported that on (B)(6) 2022 during a procedure, the torque wrenches were out of specification and were stripping screws and drivers. There was no surgical delay. The procedure was successfully completed. There was no patient consequence. This report is for one (1) x25 final tightener. This is report 2 of 5 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.